Event description:
Bedrail head entrapment. Elderly pt confused pt, got her head stuck in the gap of a hospital bedrail. Pt had a overlay accucair continuous airflow system over the bed matterss. The overlay mattress had to be deflated to assist with the release of the patient's head from the bedrail. Siderail gap measurement at approx 7 inches. Pt's left forehead sustained a reddened area.